Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data. Analysis of the instrument data indicate that the cause for the discordant pth results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data. Analysis of the instrument data indicate that the cause for the discordant pth results is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Two (2) discordant low immulite 2000 ipth (pth) results were obtained on different pt samples. The lab questioned the results since they were low and they repeated both samples. The discordant low ipth results were not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Event description:
Two (2) discordant low immulite 2000 ipth (pth) results were obtained on different pt samples. The lab questioned the results since they were low and they repeated both samples. The discordant low ipth results were not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.